Event description:
Event description boston scientific, crm received information that the day after this right ventricular (rv) pacing lead was revised due to dislodgement, the patient complained of pounding in her chest overnight. It was noted that there had been diaphragmatic stimulation when tested between 2.5 and 3.0 v at 0.4 ms. As a result, the device was programmed to 1.3 v with autocapture (ac) on. A boston scientific technical services (ts) consultant recommended that if the stimulation continues, programming the ac off and reprogramming the output to mitigate the issue while maintaining an appropriate safety margin. It was communicated that the rv lead had been deep-seated into the rv to avoid further dislodgements, and the lead was reprogrammed to low fixed volts to alleviate the stimulation. No adverse patient effects were reported.